Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with episodes of non-sustained rv oversensing. Review of the egm showed oversensing of myopotentials. Deep breathing and pocket manipulation to attempt to reproduce the oversensing, along with programming change was recommended. The patient will continue to be monitored.